Event description:
It was reported that the patient presented in clinic for follow up. It was alleged that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed by analysis. Final analysis found a high current drain due to an anomalous integrated circuit (ic) on the hybrid. The device was found to have premature battery depletion based on usage.

Event description:
New information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. The patient was stable.